Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: dec. 16 2010, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumbar interbody fusion, level unknown, it was noted that underneath where the nut is on a synframe ring guide, part number 387.358, lot number 2674708, there was a piece that was found to be broken/sheared off. The nut is not able to be tightened as a result. This was discovered prior to use on surgical field. Another part was immediately available use. There was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one synframe guide rod (part# 387.358, lot# 2674708) was returned for breaking and no longer allowing the nut to be tightened. The complaint is confirmed as the guide coupling component of the rod is broken. The broken piece was not returned. The failure is most likely a result of excessive torque being applied to the hex screw of the clamp. Replication of the complaint condition is not applicable. The breakage is likely a result of applying excessive torque to the m5 screw that is used to tighten the clamp. A definitive root cause could not be determined, no design issues were noted. This investigation summary was approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.